Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that their bonded texium dedicated alaris tubing sets continue to leak chemo during administration.

Manufacturer narrative:
There is no sample returned under this complaint record. The customer complaint of texium leak could not be verified due to the product not being returned for failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.